Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: the device was being used to clip a vessel and it would not reload the clip. There was no clinical impact to the patient as a result of the event. No harm done to the patient. The user resolved the situation by opening another clip applier. The other instruments used at the time was standard kit for lap chole. Additional information was provided by [territory manager] via email on 18-mar-2026: "the hospital does not use applied medical lap chole kits, they make up their own." Intervention: they resolved the situation by opening another applier. Patient status: no harm done to the patient.